Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and noted four event occurrences of "improper shutdown" prior to the customer reported event date. However; evaluation is unable to verify user experience. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device underwent stress testing of the flex cable to input/ output board by pulling on it. The device power cord/6 pin connector was also tested by applying force to check for brakes, no power interruption was observed. The device ran for approximately 3 hours with a loaded set on customer returned power cord with no discrepancies. The device was also running approximately 2 hours with known good wireless battery with no discrepancies found. The customer battery was not available for testing, no problems were found with 8-pin battery contacts or pump side 6 pin connectors. Without observing the customer reported symptom causality determination is limited. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during therapy (medication, dose, programmed amount and delivery rate unknown) in the cardiothoracic intensive care unit. No additional information is available.